Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. Fse evaluated the unit and found that device had failed multiple autofills before and after service of the unit. Fse resolved the issue by replacing scroll compressor and related muffler, drive manifold assy and pneumatic module interface. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an unrelated service visit by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) device failed multiple autofills before and after the service. There was no patient involvement.